Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. The customer reported an elevated blood glucose (bg) level; however, no specific bg value or treatment was provided. The customer declined to reload the cartridge or complete troubleshooting with tandem technical support.